Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently received a blood glucose level reading of high. Blood glucose level at the time of the call was 205 mg/dl. The customer also reported receiving a no delivery alarm that was resolved by a complete set change. The insulin pump was not replaced or returned for analysis.